Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event tanikawa et al. (2025) endoscopic management of pancreatic and biliary duct stenoses due to a giant pseudoaneurysm in a patient clinically suggestive of loeys-dietz syndrome the study reported the management of a giant 70 mm pancreaticoduodenal artery pseudoaneurysm compressing both the main pancreatic duct and the common bile duct. A staged approach was undertaken, beginning with transcatheter arterial embolization (tae) using n butyl 2 cyanoacrylate and coils to prevent rupture during subsequent endoscopic interventions. The following day, ercp was performed despite significant duodenal deformation caused by the pseudoaneurysm. Although cannulation was challenging, a 5 fr × 5 cm pancreatic stent (geenen, cook medical, bloomington, in, USA) was successfully placed in the main pancreatic duct, and a 7 fr × 14 cm biliary stent was deployed in the common bile duct to relieve the stenoses. Long-term management involved repeated stent exchanges every four months due to persistent ductal strictures; however, fistula formation occurred. A user error was identified, as the pancreatic stent should have been exchanged every three months rather than four, resulting in the stents exceeding the recommended indwell period. Patient outcome: stent exchange the patient was a 42 year old man who presented with worsening epigastric and back pain.